Event description:
This is a report rec'd from the distributor of the material in europe. The report was made to distributor after report of a surgeon to a sales rep. A pt rec'd biobon implantation for clinical defect. After short time, biobon was removed because the pt experienced foreign-body reaction. Further info was requested. This info has been reported to the german health authority (bfarm). Diagnosis: giant cell tumor of medial condyle of right femur. Histology performed. Surgery: removal of tumor, filling the defect with autologous spongiosa (=70%) and 10 g of biobon (=30%). Manual application of biobon according to instructions for use, biobon was kneadable and soft after mixing, the implantation cavity was dry, no drain, time between implantation and wound closure 20 minutes, postoperatively no physical load on the defect, no abnormal observations until 5 wks later; then occurrence of reddening, swelling, pain, signs of inflammation, incompatibility, no infection. Revision done. Complete removal of implanted material (biobon and spongiosa), biobon did not harden, lavage and drainage, explanted material is not available." Add'l info "today talked with surgeon who operated this case. The size of the defect was about as big as a fist. The autologous spongiosa was not enough to fill the defect completely, therefore the surgeon used about 10g (2x5g) biobon. The surgeon mixed the material according to the instructions. No antibiotic treatment was given. Bacteriology negative."